Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard device from lot 0286422 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the package was labeled for a 22 gauge device but the unit inside of the device was a 18 gauge device. Based off the visual inspection the engineer was able to verify the reported defect. A review of the production cycles showed that both the lot produced prior to this cycle and after this cycle were both 22 gauge devices so the origin of the 18 gauge device was unknown or how it came into contact with this production cycle. However, each unit receives a final inspection by the line operator to ensure that the proper device is included and that no damage to the device or package is present or extra components are inside. Therefore, this was determined to be an operator error caused during the packaging process. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in had an incorrectly colored device. The following information was provided by the initial reporter: "the color of catheter hub is wrong. It should be blue."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in had an incorrectly colored device. The following information was provided by the initial reporter: "the color of catheter hub is wrong. It should be blue."